Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Error history log review found a force sensor test error. The force sensor test error was found at power up and failed force sensor. The root cause of the reported issue was found to be the force sensor was out of calibration. Actions were taken to mitigate the reported issue: performed force sensor calibration and all functional testing which passed.